Manufacturer narrative:
As reported, a perforation of the outback elite (120cm) catheter needle occurred proximal to the end hole during the procedure on a patient diagnosed with peripheral arterial occlusive disease. There was no reported patient injury and no unanticipated patient treatment. The procedure was completed with a different device. The lesion was severely calcified with one-hundred percent stenosis and without vessel tortuosity. The device was used for a total chronic occlusion. One one-sterile outback elite 120cm re-entry was received coiled inside of a clear plastic bag. During visual inspection, a fracture on the body shaft was observed located 25 mm from the distal tip where a kink/bent condition was also observed. The cannula was stuck on this area and it looks as if it is out of the shaft. No other damages or anomalies were observed. Functional tests were carried out. The handle slide was actuated in order to verify the functionally of the device. During the test the cannula exited from the inner shaft where the fractured is located. Microscopic analysis: the cracked area was scanned under the sem station in order to determine the root cause of the crack damage. The cracked section of the outer member presented evidence of elongations on the outer member material and wires separation at the surrounding areas of the crack. The separated wires were also analyzed under the sem station. Evidence of smearing was found. Also, plastic deformation that result in a surface type of cup, presenting a diameter reduction of the wire can be observed. Also, ductile dimples were found on the separated wires surfaces. Dimensional analysis results were found within specification. A device history record (DHR) review of lot 17767155 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿cannula/needle ¿ deployment difficulty ¿ through shaft¿ was confirmed. The cannula does not deploy as expected, due to a kinked/bent condition and a fracture shaft, and exited from the fractured area. The fractured area was found upon analysis of the returned device. Sem analysis found outer member elongations, the ductile dimples and plastic deformations as well as surface type of cup, resulting in a diameter reduction. These are commonly associated with separations cause by material tensile overload. Therefore, it is thought that the outer member material was induced to a tensile force that exceeded the braid wires and outer member material yield strength prior to the crack. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a perforation of the outback elite (120cm) catheter needle occurred proximal to the end hole during the procedure on a patient diagnosed with peripheral arterial occlusive disease. There was no reported patient injury and no unanticipated patient treatment. The procedure was completed with a different device. The lesion was severely calcified with one-hundred percent stenosis and without vessel tortuosity. The device was used for a total chronic occlusion.